Event description:
Related manufacturer report number: 2017865-2017-33339. The device was explanted due to normal eri and backup vvi mode. At a previous follow-up appointment in (B)(6) 2017, the estimation of longevity showed 1.25 to two years of battery life remaining. There is an allegation that the longevity estimate in (B)(6) 2017 was erroneous. The patient was stable following device replacement.

Manufacturer narrative:
The device was received in backup vvi operation. Review of battery trend data indicated average monthly battery levels above eri throughout the entire implant duration. Analysis of the device image indicated that backup mode was triggered due to transient low battery fluctuation. The device was monitored for several days but the backup condition could not be reproduced. Analysis performed in nominal settings including electrical and mechanical testing of the device did not find any anomalies. A longevity assessment was performed and revealed the total projected longevity is 7.35 years, implant duration is 6.8 years and remaining longevity is approximately 0.55 years to eri and is considered normal.

Event description:
Related manufacturer reference: 2017865-2017-33339.